Manufacturer narrative:
(B)(4). One used ls1200 was received for evaluation. Visual inspection found the insulator damaged. Inspection found the insulator melted indicating that excessive heat was applied. The investigation found the device produced instant regrasp alarms when activating the device, therefore, no energy could be generated to the jaws. The investigation identified the root cause of the reported event to be user technique. The product instructions for use warn against using the device as a bi-polar scissor which can mimic the repeated activation/high duty cycle scenario. The IFU also indicates to keep the jaws clean, and not to activate the jaws if they are submerged in fluids, etc. No trend has been identified for this failure mode.in regards to the ligasure 8 generator, a serial number of the generator was not provided; therefore, a review of the appropriate device history records could not be performed.

Event description:
The customer reported that during a thyroidectomy procedure, the ls1200 device had flames out the jaw of the instrument. There was no patient injury reported. No tissue damage. Additional questions have been extended to the site.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.